Event description:
Event description boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Upon interrogation of the device, loss of capture episodes were revealed. The device had been implanted for eight years. The device was removed, replaced, and returned for analysis.